Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a ladg procedure at closure of entry hole in delta shaped anastomosis, they used a powered stapler device. For the 5th firing ,they connected the reload to the adapter, the surgeon tried to fire the device, however the knife did not advance and could not fire the device. Replaced by a new reload, and the surgeon tried to clamped the tissue, however could not open the jaws properly. Replaced by a new cartridge ,and the firing was completed with no problem. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient harm.